Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose was as high as 425 mg/dl with excessive urination and thirst, and symptoms of dehydration. It was reported the patient received phone advice from a healthcare provider and treated with insulin via pump and insulin via injection. The reporter alleged the basal delivery totals in the total daily dose history do not match the active basal program total and there was no known cause for variation; the basal history matched the active basal program. This complaint is being reported because the alleged hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-product analysis: the device was returned and evaluated by product analysis on 06/30/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal issues. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.